Manufacturer narrative:
The returned product was evaluated visually and functionally by a stryker sr. Quality assurance engineer. The evaluation found no issues with the device. The device was in good shape visually and after testing the device per the service manual the device passed all tests. The alleged overheating was not able to be duplicated. Based on the evaluation and details of the reported event, its more likely that the reported blistering was associated with pressure. A potential lack of patient skin checks or patient movement to prevent pressure ulcers may have allowed blistering from pressure to develop. The issue was resolved for the customer by providing the customer with a replacement unit. The evaluation details of the returned product were provided to the customer as well as the identification that the issue may have been associated from a lack of skin checks to help prevent pressure related skin damage events.

Event description:
It was reported that a patient was laying on the pad for therapy being administered by the t-pump and when the nurse came in to check on the patient; it was found that the device had turned off. No alarms or warnings showed up on the device. It was confirmed that the unit may have shut off after completing a therapy cycle. The nurse turned the device back on to warm the patient. Allegedly the patient had then received blistering on their back after having been laying on the pad for a period of time. The device had no alarm. It was stated that the user facility report indicated that aloe was applied to the patients back for treatment of the blister.

Event description:
It was reported that a patient was laying on the pad for therapy being administered by the t-pump and when the nurse came in to check on the patient; it was found that the device had turned off. No alarms or warnings showed up on the device. It was confirmed that the unit may have shut off after completing a therapy cycle. The nurse turned the device back on to warm the patient. Allegedly, the patient had then received blistering on their back after having been laying on the pad for a period of time. The device had no alarm. It was stated that the user facility report indicated that aloe was applied to the patients back for treatment of the blister.